Manufacturer narrative:
The customer reported complaint of the thermogard ivtm system (sn (B)(4)) displayed a tcmid:06 (ce post failure) error message was confirmed through review of the event log and during functional testing. The root cause is due to the defective cooling engine heater. As part of routine service during testing, the console was examined and the assembly top lid, window display, cold well gaskets, screws at a right rear bracket and air trap bracket were observed damaged and the casters were loose, unrelated to the reported complaint. The thermogard console is a reusable device and was manufactured in 2012 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Event log shows tcmid:06 errors, confirming the reported complaint. Following the service and repair, the thermogard console was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for thermogard console with serial number (B)(4)

Event description:
During setup, the thermogard console (sn (B)(4)) displayed tcmid: 06 (ce post failure) error message upon power up. Following this, another console was used for ivtm treatment. No known patient consequences reported.